Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed. The log files spanned approximately 3 days ((B)(6) 2021 per the timestamp). A controller internal alarm activated on (B)(6) 2021 at 09:06 due to a controller lcd communication fault. The alarm continued to be active for the remainder of the log file and did not affect the controller¿s ability to operate at the set speed limit. No other notable alarm was observed. Initial inspection of the returned hm3 system controller, serial (B)(6) , revealed replace controller fault alarm associated with lcd communication fault. The alarm did not affect the functionality of the controller. Bitmap software was reloaded onto the controller. The controller was then connected to a mock circulatory loop and underwent functional testing without any issue. A root cause of the reported event was determined to be caused by a corrupted bitmap software; however, a root cause of the corrupted bitmap software was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including controller internal fault. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient system controller is having a controller fault alarm that is displaying on their system controller, however, the system controller is not displaying a yellow wrench nor producing a beeping sound. Log file submitted captured lcd comm faults beginning at 9:06 am on (B)(6) 2021 and continuing through the remainder of the log. In addition, there was a single lower flow event on (B)(6) 2021 that was not sustained for long enough (at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history. The system controller was replaced and returned and no additional information provided.